Manufacturer narrative:
Reference: (B)(4). Concomitant medical products - item: 00-0903-2522, 3.5mm self tapping cortical screw, t15 hex, size 22mm, lot: 140613; item: 00-0903-2630, 3.5mm locking cortical screw, t15 hex, size 30mm, lot: 170695-j; item: 00-0903-2622, 3.5mm locking cortical screw, t15 hex, size 22mm, lot: i02tr; item: 00-0903-2622, 3.5mm locking cortical screw, t15 hex, size 22mm, lot: 162095-j; item: 00-0903-2522, 3.5mm self tapping cortical screw, t15 hex, size 22mm, lot: 152073-j. The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted

Event description:
It has been reported that approximately two months following the implantation of a locking cannulated blade plate system, the patient experienced pain. An x-ray was taken and it was discovered that the lcb plate was fractured. Patient underwent a revision procedure and the system was replaced. No additional patient consequences were reported.

Manufacturer narrative:
This follow up report is being submitted to relay additional information. Updated: h4 updated 01 may 2014. H6 updated 10, 4109 and 3331. H6 updated 3252. H6 updated 4315. The returned component was examined and found to be made to specifications with no recent design changes. A fracture was noted as stated in the complaint with the fracture occurring through the proximal portion of the proximal compression slot. DHR review was performed and there were no findings that would lead to the complaint condition reported. The root cause was unable to be determined.